Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Based on the reported event, not enough information was provided in the scope of this complaint to be able to determine which system is affected. Indeed, too many systems can be applicable. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker blueprint team has received an inquiry for an upcoming revision surgery. However, the reason for the revision is still unknown.

Manufacturer narrative:
The reason for revision surgery is still unknown. More information has been requested and when becomes available will be reported in a supplemental report.

Event description:
The stryker blueprint team has received an inquiry for an upcoming revision surgery. However, the reason for the revision is still unknown.